Manufacturer narrative:
This is one of twenty manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-02917, 2015691-2024-02918, 2015691-2024-02920, 2015691-2024-02921, 2015691-2024-02930, 2015691-2024-02931, 2015691-2024-02955, 2015691-2024-02960, 2015691-2024-02968, 2015691-2024-02970, 2015691-2024-02971, 2015691-2024-02974, 2015691-2024-02978. Citation: nidal jammoul, md, valentin dupasquier, md, mariama akodad, md, phd, pierre-alain meunier, md, lionel moulis, md, sonia soltani, jean-christophe macia, md, pierre robert, md, laurent schmutz, md, matthieu steinecker, md, christophe piot, md, frederic targosz, md, henri benkemoun, md , benoit lattuca, md, phd, francois roubille, md, phd, guillaume cayla, md, phd, and florence leclercq, md, phd montpellier, france; chu montpellier, france; nimes, france. ''Long-term follow-up of balloon-expandable valves according to the implantation strategy: insight from the directavi trial'' investigation is ongoing.

Event description:
A review of medical article ''long-term follow-up of balloon-expandable valves according to the implantation strategy: insight from the directavi trial'' was performed. The aim of this study was to evaluate the impact of the implant strategy on long-term thv hemodynamic performances and clinical outcomes in patients included in the directavi trial in france. A (B)(6) year old male with a 23 mm sapien 3 valve implanted in aortic position presented severe stenosis and aortic regurgitation 4 year after the procedure (mean gradient 40 mmhg and nhya IV) requiring redo tavr.

Manufacturer narrative:
This is one of twenty manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-02982, 2015691-2024-02983, 2015691-2024-02985, 2015691-2024-02987, 2015691-2024-02989. A supplemental MDR is being submitted for additional information from a product investigation. The complaints for post implant regurgitation and stenosis were unable to be confirmed due to unavailability of relevant imagery and/or medical report. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. As noted, ''a 91 year old male with a 23 mm sapien 3 valve implanted in aortic position presented severe stenosis and aortic regurgitation 4 year after the procedure (mean gradient 40 mmhg and nhya IV) requiring redo tavr.'' Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Additionally deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definite root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.